Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred during basal delivery while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was between 100-212mg/dl. The customer loaded a new cartridge and was ultimately able to clear the alarms and resume insulin therapy.